Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from the patient case-book on 19jun2024: procedure angiography, device assessment: is there evidence of device issue(s) at the completion of procedure? No.

Manufacturer narrative:
Manufacturer ref# (B)(4). The study procedure was part of a staged procedure where it was planned to implant a tbranch distal to the zta at a second procedure. The type 1b endoleak is reported not to be ongoing and the end date is set to the date for the second part of the staged procedure. This indicate that the type 1b distal endoleak was foreseeable/anticipated to begin with. Therefore, the event is no longer reportable as the endoleak did not occur due to device discrepancy. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturers ref (B)(4) g4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: from pre-procedure imaging for: pre-procedure visit: days prior to procedure = 1 morphology: distal neck: thrombus = none, neck shape = irregular, tortuosity = none, occlusive disease = none, calcification = none intended distal seal zone = zone 5: mid descending aorta to celiac length of distal sealing zone (mm) = unknown diameter, distal neck: maximum (mm) = 55, minimum = 43 from procedure angiography, endoleaks: type I = yes if type I, indicate type(s): type ib (distal) = yes is there evidence of device issue(s) at the completion of procedure? = no patient outcome: no new secondary intervention performed to treat the endoleak.